Event description:
It was reported that the customer experienced intermittent occlusion alarms, which caused their blood glucose level to read "high," a specific value was not provided. The customer administered a manual dose injection to address elevated blood glucose. The customer changed pump supplies and resumed insulin. Subsequently, a replacement pump was sent.